Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 25 mg/dl. Low bg cause was not known. Emt's were called who administered a blood test to confirm low bg and customers husband gave her maple syrup to address low bg.